Manufacturer narrative:
(B)(4). This is a report of use error, where the patient swapped out the patient line extension and reused the disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient disconnected the patient line extension and replaced it with a new one, reusing the remaining disposable supplies during drain four of four of peritoneal dialysis therapy. The patient stated that there had been fibrin in the patient line extension preventing them from draining. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.